Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had poor air and water supply. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was poor air and water supply due to foreign objects clogging the nozzle. This finding was due to insufficient cleaning or handling of the scope. It was observed that the bending angle in the up direction did not meet the standard value due to wear of angle wire. Also, the play of the up and down knob was out of the standard value due to the wear on the angle wire. It was also observed that the adhesive on the bending section cover had a white clouded area. It was observed that the electrical connector had corrosion due to water leakage. It was also observed that the suction cylinder was scraped due to a cleaning brush during handling. It was observed that the paint of the suction cylinder was peeling due to deterioration caused by stress during reprocessing or other handling issue. A scratch was lastly observed on the objective lens and switch 1 due to a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of investigation on foreign material, we speculate that foreign material larger than the inner diameter of the air/water nozzle got into the air/water supply channel and caused clogging. We were unable to determine the cause of the entry of the foreign material, as we were unable to obtain detailed handling information from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue occurred during preparation of use for a diagnostic upper endoscopy procedure. The procedure was subsequently completed with a similar device (model: gif-pq260, serial (B)(6)) with no delay.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: b3: was updated to reflect the event date of 4-nov-2022 b5: the reported issue occurred during preparation of use for a diagnostic upper endoscopy procedure. The procedure was subsequently completed with a similar device (model: gif-pq260, serial (B)(6)) with no delay. Concomitant medical products section was updated with: video gastroscope and evis exera iii videogastroscope (gif-pq260, serial (B)(6) and gif-1200n, serial (B)(6)) as the final report has previously been submitted, this concluded the information available regarding this event.